Manufacturer narrative:
(B)(4) investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to haze/mist/vapor to be "low." No parts were replaced as a result of this issue. The assignable cause of the haze/mist/vapor issue is a loose oil return valve. The field service engineer tightened this part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. (B)(4) will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil return valve was tightened to resolve the haze issue. Unit meets specifications and was returned to service on (B)(6) 2016.

Event description:
A customer reported an event of a "smoke" (haze) emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer confirmed the unit was off and not being used. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.